Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, several episodes of non-sustained right ventricular oversensing due to post paced t-wave oversensing were noted on the device. Reprogramming was recommended to resolve the event and the patient was stable with no adverse consequences reported.